Event description:
It was reported that the ilet device touchscreen was cracked while attached to the user, rendering the screen inoperable and preventing device unlocking. Symptoms included no injury and no reported changes in blood glucose. Outcomes included interruption of device use, transition to backup therapy, and shipment of a replacement device with return of the original planned. Investigation included review of the reported damage and initiation of device return for evaluation. Investigation of this case revealed a damaged touchscreen component consistent with physical impact during use, leading to loss of user interface function and device inoperability. It was concluded, based on previously established findings for similar reports, that the cause was physical damage due to external impact, not a device manufacturing defect.